Event description:
It was reported that removal difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified renal artery. A 6.0mmx18mmx90cm express sd renal/biliary stent was advanced for treatment. The stent balloon was inflated at 8 atmospheres for 10 seconds. The stent was deployed and the stent balloon was then fully deflated prior to removal. However, during removal, resistance was encountered as the balloon would come out of the sheath. The sheath had to be removed and the wire place was lost. A new sheath had to be reinserted which completed the procedure. No patient complications were reported.